Manufacturer narrative:
(B)(4). The customer advised physio-control that they have replaced the therapy pcb assembly and have since returned the device to the end user for use.  The customer also indicated that they were unable to provide the serial number of the device.   The device was not returned to physio-control for evaluation.

Event description:
The customer reported that their device no longer recognizes the connection of the therapy cable assembly. There was no report of any patient use associated with the reported issue.